Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Therefore no technical investigation can be accomplished. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. We do not consider the incident to be product related. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that the pt has fitmore implanted (B)(6) 2011 by dr. (B)(6), it was revised on (B)(6) 2011 by dr. (B)(6) due to the fracture of the medial proximal femur.